Manufacturer narrative:
Film analysis summary: the reported proximal type I endoleak was confirmed. No other stent graft issues were observed. The likely cause appeared to be from insufficient stent graft radial apposition due to the dilated neck. Pre-implant CT¿s and films during implant were not available for review. A returned pre-implant sizing worksheet revealed that the patient¿s neck diameter ranged from 23 ¿ 28mm along a 15mm length. Therefore, it is possible that implanting into the conical-shaped neck, along with device undersizing, may have contributed to the type ia endoleak. It is possible that a concurrent type ii endoleak may also be pressurizing the sac. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system and 10 heli-fx endoanchors were implanted in a patient for the endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. It was reported that approximately three weeks later a follow-up CT showed a type ia endoleak on the anterior lateral side, despite having used 10 endoanchors intra-operatively. It was noted that no endoanchors were implanted in the anterior/posterior aspect and no aneurysm growth was noted. It was also reported that there was a possible type ii/type IV endoleak. A further follow up CT confirmed this endoleak as a resolved type IV endoleak and showed the type ia endoleak to be persisting with no aneurysm growth noted. As per the physician, the cause of the type ia event is anatomy related, due to the reverse conical neck and undersized stent graft. The event was reported to be not stent graft related. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.